Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels greater than 600 (mg/dl) for two days. Customer changed pump supplies and administered correction boluses to treat bg levels; however, bg levels remained elevated, customer experienced cramps in their hands, and customer decided to go to the emergency room (ER) on (B)(6) 2016. Customer was treated with insulin in the ER and released later that day. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.